Event description:
A ventilator was returned to the manufacturer because, due to an allegation of a ventilator inoperative error code, it did not meet the acceptance criteria of the evaluation process. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The device's blower/motor needed to be replaced. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer because, due to an allegation of a ventilator inoperative error code, it did not meet the acceptance criteria of the evaluation process. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The device's blower/motor needed to be replaced. The device was scrapped. This report is to correct the previous report and add the mechanical/blower component code as it was needed to be replaced.